Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h6,(type of investigation,investigation findings,investigation conclusions,component codes),h8,h11. A getinge field service engineer (fse) evaluated the unit and found unit had a bad power supply. The fse replaced the power supply (0014-00-0033-05) and performed all functional and safety test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial testing for preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit fails power up test sequence. When the power switch is turned on, the screen flashes, the speaker clicks, then nothing happens. Unit removed from service for troubleshooting. There was no patient involvement reported.